Event description:
The customer obtained falsely elevated magnesium results while using the architect c8000 analyzer. The sample generated initial results of 3.90 and 2.93 mmol/l and retest of 0.70 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and found out that the quarterly maintenance was overdue and the tubing of the high concentration waste peristaltic pump was cracked. The fsr performed quarterly maintenance and the replacement of the tubing, peristaltic head (rohs) (ln 7-35009685-02) which resolved the issue. A review of the service history for the architect c8000 analyzer identified no contributing factors and no subsequent issues have been reported associated with discrepant results since the part was replaced. A review of complaint and trending data for peristaltic head tubing identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. Manufacturing documentation for the likely cause part was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained falsely elevated magnesium results while using the architect c8000 analyzer. The sample generated initial results of 3.90 and 2.93 mmol/l and retest of 0.70 mmol/l. No impact to patient management was reported.